Event description:
I had essure placed in 2010 by dr. (B)(6), had my proper follow-up tests and everything seemed normal. I discovered that I was pregnant in (B)(6) 2013 and that one of the coils was no longer there. To this date I still have no idea if it expelled itself or not, no diagnostic test has shown that it is still inside of me. I had to terminate this pregnancy and have suffered some depression and now am back on birth control pills. This procedure is advertised to be permanent. It has caused me physical and emotional damage and now I will always wonder if the other coil can come out.